Event description:
The user facility reported a reliance synergy washer was leaking water. The leak created a puddle on the floor, approximately 2 feet in diameter. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician inspected the device and found the leak originating from the drain pipe. The technician retightened the drain pipe and ran a test cycle. The unit was confirmed operational and returned to service.